Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump had a blank display. The blood glucose reading was 11.1 mmol/l. The caller stated that the screen turned off when the buttons were pressed. There was condensation in the corner of the device observed, as well as cracks near the insulin cartridge noted. Advised that the device was no longer usable due to these issues. Nothing further reported.